Event description:
Literature was reviewed regarding the clinical and radiological course of partially embolized carotid-cavernous fistulas (ccfs). The time frame of this study was from 2004 to 2023. Multiple manufacturers¿ devices were used in the study population. The following medtronic devices were used: pipeline flow diverter and onyx liquid embolic. No deaths occurred in the study population. Among patient adverse events included: ¿ one patient treated with a flow diverter plus coils experienced 2 instances of ccf recurrence. It was noted that they had one eye with proptosis of over 21 mm (patient 6) with no significant interocular difference. Their mrs score prior to treatment was 3 and improved to 2 following treatment. ¿ two patients undergoing ccf embolization using a liquid embolic agent were complicated by nontarget embolization through invisible connections between the ica and eca basins and resulted in brain ischemia. Both patients deteriorated following treatment, and their post treatment mrs scores were 3. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: voldrich, r., grygar, j., charvát, f., netuka, d.. Natural course of partially embolized carotid-cavernous fistulas. Journal of neuroimaging 34(3):376-385 2024. Doi:10.1111/jon.13192 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.